Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the second firing, the device locked on tissue. The device opened with no damage to the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel failure. Evaluation summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining ten clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.